Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.